Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were affected, reaching up to 19 mmol/l (342 mg/dl) and the pod was not worn.

Manufacturer narrative:
The device was received undeployed. No alarms were observed in the data. Timeouts and a drive stall were observed in the data. The device completed first prime earlier than expected. The device was reset. The device was set to deliver a 5 unit bolus. No alarms, timeouts, nor drive stalls were observed in the rerun data. The drive stall can be determined as the cause of the needle not deploying. Contamination was observed on the commutator cap. It cannot be determined if this caused the drive stall.